Event description:
As reported by the pt, she experienced a lens torn during wear in her right eye. The pt stated she was drying her face, during lens wear with eyes closed, when the tear occurred. The lens were worn for 20 days; however, it is unk if the lenses were worn for 20 days consecutively. The pt also uses opti-free for lens care and has been a contact lens user for three years. The pt further stated she went to a doctor (no date provided) who indicated she had an eye injury, described as a lesion. The pt was prescribed maxitrol (every eight hours), ciprofloxacin and either dexamethasone or betamethasone (every three hours). The pt was unable to specify between dexamethasone or betamethasone. The pt stated she was only using the maxitrol eye drops and has had some improvement in the condition of her eyes, but is not fully recovered. Additional f/u with the pt on (B)(6) 2012 revealed that the pt has recovered.

Manufacturer narrative:
Product has been requested but has not been returned for eval. The lot number is unk. The root cause could not be determined.(B)(4).